Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient took 2 substantial falls, potentially on the device and subsequently began feeling shocking sensations at the site and down the leg. The rep reported that the battery was replaced on (B)(6) 2018. The issues were resolved. No further complications were reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found no anomaly. (B)(4). Product analysis #: 236468319: analysis information -- 2018-12-27 12:42:28 cst pli# 10 product ID#: 97702 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.